Event description:
The device was implanted in 2002. In 2004, the facility's charge nurse informed the manufacturer's (MFR) vascular access specialist of the following: the physician ordered blood cultures drawn because he wanted to ensure that the pt was free of infection before pt was sent for a venogram 2 days later. Cultures showed positive for staph epi. Two days before, the pt was treated 1 time with 1 gram vancomycin (sensitivity test). Pt will possibly be treated with vancomycin over a 2-3 week period. More cultures to be drawn at end of antibiotic therapy to see if the infection has resolved. No further details available at this time.